Event description:
General report received of an unspecified number of undocumented incidents of the devices not passing the cassette test. On unspecified date, the tubing sets were to be used to deliver unspecified medications, at unspecified rates, via plum pumps. It was reported that the tubing sets were primed and the cassette of the tubing sets were loaded into unspecified plum pumps. At this time, the customer contact reported that the pumps alarmed, "cassette test failure. Door open." No specific details were provided. The tubing sets were replaced and the therapies were initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. During the investigation, no possible causes for the customer reported tubing sets generate cassette test failure alarms were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.